Manufacturer narrative:
Further information was received from the field representative. Noise continues on stored electrograms, none of which inhibited pacing. The noise was recreated somewhat with the patient reaching with their left arm. Duration was extended and the physician elected to continue to monitor. However, low impedance continue. A command lead impedance recorded 239 ohms. Shock impedances were reported to have declined from 36-29 to 28 ohms. The patient had not been symptomatic and has an underlying rhythm. There was suspicion of first rib crush of the lead but no x-ray was performed to confirm. The issue will continue to be remotely monitored.

Manufacturer narrative:
It was later reported that this lead was surgically abandoned.

Event description:
Boston scientific received information that this right ventricular (rv) lead had impedances less than 200 ohms and noise was noted. This patient did have a history of electric stimulation performed at a chiropractor appointment. No adverse patient effects were reported. Technical services advised that the patient be further evaluated.

Manufacturer narrative:
Resolution has been requested from the filed in which the field representative reported the patient was scheduled for a follow up appointment. This investigation will be updated should further information be provided.